Event description:
In 2009, the pt reported he has recently been hospitalized twice of ketoacidosis. Symptoms were severe pain in his side, nausea, extreme thirst, and frequent urination. He stated he was unable to treat himself and was taken to the hospital by a relative. The previous month, he was admitted to the hospital with elevated readings (no values given) and diagnosed with ketoacidosis. He was treated with an insulin drip and monitored for 2 days until his blood glucose returned to normal. He reconnected to his insulin infusion device and was released from the hospital. Two days earlier, he was admitted to the hospital with elevated readings (no values given) and diagnosed with ketoacidosis. He was treated with an insulin drip and monitored overnight. His blood glucose returned to his normal range, he reconnected to his infusion device and was released. He stated that prior to each event, he did not receive any errors or alarms on his device. He said he changes his infusion headset every 5 days and tubing every 10 days. He was advised to change his infusion sets every 48-72 hours. He said he does not allow insulin to reach room temperature prior to use and was advised to do so. Troubleshooting did not find any product issues. On follow up with the pt the following week, he stated he has started to change his infusion sets as recommended and he has had no further issues. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.